Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. Ran a displacement test and the test did not pass. The customer stated that she was not able to rewind and prime the device. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.